Event description:
The patient received four leads from the same lot number. It was reported following the patient's drg trial procedure, the patient reportedly experienced pain down his left leg past the knee. The patient was sent to the hospital until he was evaluated by the physician. Follow up identified the patient underwent a lead removal a week later.